Event description:
It was reported that the patient developed an infection at the cervical region during the trial period. The patient had a fever and abscess was noted. The physician confirmed that the infection was due to the staged trial. The lead was pulled a day after the symptoms were observed. The patient was placed on antibiotics and was reportedly doing well postoperatively.